Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with an abscess on the sternum and dehiscence that was negative for infection but prophylactically treated with a 10 day course of oral antibiotics. The cause was unknown, though it was thought to be due to rubbing from the sternal wires. The patient had a planned admission on (B)(6) 2022 for a surgical revision with muscle flap.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported wound dehiscence cannot be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6) no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. D are currently available. The heartmate 3 lvas IFU lists wound dehiscence as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.